Event description:
Prior to patient entering the operating room, anesthesia machine passes check and all monitors working properly. During anesthesia line placement, end tidal measurements did not appear on screen. Biomed and director of or called to operating room # 8. Biomed reports that this function cannot be retained as needed and decision to transport patient from or # 8 to or #7 to complete the case was made.======================manufacturer response for anesthesia machine, ge medical (per site reporter).======================on site ge staff (biomed) to evaluate and repair.